Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely calcified target lesion was located in a coronary artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced but had difficulties crossing the lesion. The device was removed and additional dilatations were performed. The physician went to re-advance the device; however, the stent was noted to be bent in the middle. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.